Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the device was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in cf-q150l/I operation manual chapter 3 preparation and inspection IFU states the preventative measures in cf-q150l/I reprocessing manual chapter 3cleaning, disinfection and sterilization procedures olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the light guide lens had a crack, light guide lens had a chip, water removal ability did not meet the standard value due to clogging of nozzle, connecting tube had a scratched, adhesive on bending section cover was detached, plastic distal end cover had a dent, and the universal cord had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope nozzle was blocked with foreign objects and inside of the light guide lens had foreign objects. There were no reports of patient involvement.